Event description:
The manufacturer received information alleging a ventilator failed to deliver accurate pressure. There was no harm or injury reported. The manufacturer received the device for evaluation, and the customer's complaint was confirmed. The device's overhead blower filter and active exhalation control module were replaced to address the issue.